Event description:
Information was rec'd that reported a pt had been treated some time around 2006 by paramedics due to hypoglycemia. The reporter stated, that 911 had to be called for a hypoglycaemic event. The paramedics checked the pt's blood glucose with their glucometer and got a reading of 18, while the pt's insulin infusion pump with blood glucose monitor allegedly read 118. The reporter does not remember the exact date or exact blood glucose, but does not know that glucagon was given per the paramedics for the low blood glucose. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.